Event description:
Additional information received reported that the entire device system was removed in (B)(6) 2012. It was unclear if all device components were explanted as it was previously reported that the lead remained implanted. It was unclear when the device system was explanted, as information previously indicated that some device components were explanted prior to (B)(6) 2012. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that intraoperative testing determined that the lead was fractured. All impedances during testing of the lead were above 20,000 ohms on all contacts. The patient's battery and extension were explanted, but the lead remained in the patient. The patient had not been spoken to since the explant, and it was assumed he was doing fine.

Event description:
It was reported the patient had not used the implantable neurostimulator (ins) in a "long time" because the ins made the patient's symptoms worse. An x-ray was recommended of the lead and/or extension area. Additionally, impedances on all electrode and group impedances were measured at >2000 ohms. Later it was reported that a revision was planned to assess the lead and/or extension for damage. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 7495 (B)(4) implanted: 1994-(B)(6) explanted: 2012-(B)(6); lead model 3982 lot # n21783 implanted: 1994-(B)(6) explanted: na. System was for pain, not deep brain stimulation.

Manufacturer narrative:
Extension model 7495 serial # (B)(4) implanted: (B)(4) 1994 explanted: unk lead model 3982 lot # n21783 implanted: (B)(6) 1994 explanted: unk patient programmer model 7433 serial # (B)(4) implanted: na explanted: na.

Manufacturer narrative:
(B)(4).